Event description:
"Invalid instrument" message flashed on as soon as device was plugged into generator. "Re-grasp" message flashed on as soon as device was plugged into a different generator. The generators were both valleylab forcetriad.